Event description:
It was reported that the ilet displayed a persistent ¿restart ilet¿ alert (code 60) despite multiple restart attempts and charging, indicating a device mechanical problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified, with a potential manufacturing deficiency considered. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical problem consistent with device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.